Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital on 05jan2021 with a fever, weakness, and shortness of breath, it was found that the patient had a gram negative bacteremia, persistent driveline infection with c.diff and volume overload. The patient was previously reported to have this chronic driveline infection and was on chronic suppressive antibiotic therapy. On (B)(6) 2021 the patient was noted to have a decreased level of consciousness and alertness. The patient was urgently evaluated and sent for a head CT. Findings were notable for a large intraparenchymal hematoma with intraventricular extension and developing hydrocephalus. This was noted to have occurred in the setting of an inr of 13 2/2 liver injury and rv failure. The patient was transferred to the coronary care unit. The patient's family was contacted and the decision was made to have the patient made dnr. Medical management was continued and vitamin k was administered. The patient was no a candidate for any neurosurgical intervention. The patient was noted to have increased ldh with suspicion for pump thrombosis and overt sepsis. On (B)(6) 2021 at 15:38 the patient was found unresponsive and lifeless by nursing staff. The patient was pronounced deceased. Cause of death was listed as sepsis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause of the reported infection could not be determined through this investigation. Additionally, a direct correlation between the device and the reported liver injury, right ventricle failure, arrhythmia, and increased lactate dehydrogenase f(ldh). The report of suspected pump thrombosis could not be confirmed. It was reported that the patient presented on (B)(6) 2021 with fever, weakness, and shortness of breath. The patient was found to have gram negative bacteremia, persistent driveline infection, and volume overload. Persistent infection was maintained on chronic suppressive antibiotic therapy. On (B)(6) 2021, the patient was noted to have a decreased level of consciousness and alertness. The patient was urgently evaluated by the medical team and sent for a head computed tomography (CT) scan. The findings were notable for a large intraparenchymal hematoma with intraventricular extension and developing hydrocephalus. This event occurred in the setting of an international normalized ratio (inr) of 13 secondary to liver injury and right ventricle failure. The patient was then emergently transferred to the coronary care unit. The patient¿s family was contacted, and the decision was made to make the patient do not resuscitate (dnr) 4. Medical management of the patient continued, and vitamin k was administered. Per the patient¿s wishes, the patient was not to be placed on a ventilator. The patient was not a candidate for any neurosurgical intervention, given the chronic driveline infections, arrhythmia, multidrug-resistant persistent bacteremia, increased ldh with suspicion for pump thrombosis and overt sepsis. On (B)(6) 2021 the patient was found unresponsive and lifeless by the nursing staff. The patient was pronounced deceased with sepsis as the cause of death. The pump was not explanted and will not be returned for evaluation. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 31aug2016. The most recent revision of the heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU). This IFU lists death, infection, sepsis, cardiac arrhythmia, stroke, right heart failure, hepatic dysfunction, and device thrombosis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 6 also outlines care instructions in reference to preventing infection. The IFU also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 4 of this IFU explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Appendix a of the IFU states, ¿subsequent to regulatory approval and commercial distribution, users of the heartmate ii lvas have reported suspected pump thrombosis when observing elevated lactate dehydrogenase (ldh) levels, with or without clinical signs of hemolysis. This section also notes that there is overlap between the symptoms of device thrombosis, hemolysis due to other reasons, and other unrelated adverse events. Device thrombosis can only be confirmed through disassembly and examination of an explanted pump. Heartmate ii lvas patient handbook section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.